Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sheath balloon broke of the catheter when doctor removed it from the patient with 30cc of air still in the balloon. The physician attempted to remove the balloon from the patient without success and advised that the balloon will pass. There was no patient harm or injury.